Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 440 mg/dl and 156 mg/dl. The customer was treated by the insulin pump. The customer declined to troubleshooting for high blood glucose. The customer also reported that there was presence of the air bubbles by the o ring in the reservoir by the plunger. The air bubbles were greater in the size of the soda bubbles. The reservoir was returned for analysis.

Manufacturer narrative:
Evaluated three open/used reservoirs. Performed pre-fill reservoirs test and found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plungers was disconnected from reservoirs, performed manual test and found plungers easy to release from stopper-plungers.